Manufacturer narrative:
Evaluation, method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2006, the pt was implanted with an scs system. It was reported on (B)(6) 2010 that over the last year the pt had pain over the ipg pocket and in the last month a shocking sensation started in the pocket area. The pt has not fallen or experienced any traumatic events, and x-rays don't reveal any problems. The impedance readings are all around 349. The physician has scheduled a revision to a new ipg in about a month.